Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of over-sensed noise resulting in the delivery of inappropriate anti-tachycardia pacing (atp). The lead was reprogrammed. There were no patient consequences.